Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned with original packaging with the batch number of the complaint on the label. The tip of the needle has been broken off. The suture capture was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failures include (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unspecified arthroscopy, when the suture was passed through the forceps, it did not go through the tissue. After checking the device it was determined that the tip of the needle was defective. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.